Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the tip of the device broke off just outside the guide catheter while it was inside the patient's anatomy. The tip of the device was removed with a snare and fluoroscopy was used to confirm that nothing was left inside the patient's anatomy. The procedure was completed with another device with no adverse patient consequences.